Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the explanted generator. The elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications and there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis of the lead was completed on (B)(6) 2012. Since a portion of the lead (including the electrode array and the in-line connector pin and ring) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly has remnants of what appears to be dry body fluids inside the inner silicone tubing. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Event description:
On (B)(6) 2012 a hospital representative reported that the vns patient underwent a full revision surgery on (B)(6) 2012 due to end of service and a lead discontinuity. The explanted lead and generator were returned for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed. Good faith attempts for further information from the physician have been made but no additional information has been received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.